Manufacturer narrative:
(B)(4). Product analysis was not performed as customer has not returned the product. Evaluation method: no testing methods performed. (B)(4).

Event description:
It was reported that during a procedure, it appears as if the opening where the teeth are came detached from the shaft. There is no known patient impact.